Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as blurry vision. The customer reported also reported low battery and low reservoir alarm on the insulin pump. Troubleshooting was performed for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was not performed. The customer will be sent tubing clamp to perform the high pressure test. The insulin pump was not returned for analysis.